Event description:
Customer reported the hospitalization due to unrelated illness and low blood glucose. The blood glucose reading at the time of the event was 60 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.